Event description:
The patient had vf detections and received inappropriate therapy for a noisy lead. The ICD was deactivated and patient remained in the hospital for a lead revision. The lead and device remain implanted. On (B)(6) 2013 - as of today, all available information suggests this system remains implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at approximately 33 cm proximal to the lead tip. The proximal lead fragment was not received for analysis. The inspection of the lead fragment demonstrated abrasion marks and a rubbed through insulation. This insulation damage can be considered as the root cause of the noise issues mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the proximal shock coil occurred most likely during the surgery. The analysis of the lead did not reveal any sign of a material or manufacturing problem.